Event description:
It was reported that this device exhibited premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device was explanted. No additional adverse patient effects were reported.